Event description:
It was observed that during the device evaluation, the exhibited cable watertight defect, charge coupled device flooding, image defects (halation-like blinking) and flooding on the inside of the adapter. There was no reports of patient involvement.

Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flooding from a cable sheathed part. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.